Event description:
Customer reportedly received results of 163 mg/dl, 114 mg/dl and 306 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received results of 163 mg/dl, 114 mg/dl and 306 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Customer later informed us that the strips were no longer available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Not available for return.